Manufacturer narrative:
The reported event of inability to implant was not confirmed. X-ray, electrical, and visual analysis of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-32870. It was reported the patient presented for an implant procedure. Upon attempt to place the right ventricular lead, it was observed to have pacing impedance above 4000 ohms. The atrial lead was unable to be fixed to the myocardium. Both leads were exchanged without issue. The patient was stable.